Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
On 7/28/2022, it was reported by a sales representative via phone that an ar-1588btb-2j tightrope ii btb would not pull through the nitinol wire when attempting to shuttle it. The surgeon removed the construct from the card and it appeared the suture had issues and would bulge up the more it would get pulled and still could not pull through the loop. This was discovered during an aclr procedure on (B)(6) 2022.